Event description:
It was reported that malfunction alarm occurred on pump with code that could be reset and no notable events happened before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged instructions.